Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The patient had experienced syncopal episodes that correlate with supraventricular tachycardia (svt) events stored on the implantable cardioverter defibrillator. When the svt broke, pacing occurred but it was not capturing on either lead for two beats then captured on the third beat. Upon interrogation of the device, the thresholds were normal on both leads. The patient was fair before and during the resolution.

Event description:
New information noted that no programming changes were made due to normal lead capture in the emergency room. The patient would continue to be monitored routinely.